Manufacturer narrative:
The insulin pump received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube treads and cracked reservoir tube lip. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with insulin pens. The customer stated that the insulin pump was exposed to moisture after the device was dropped in water. The customer returned the product for analysis.